Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported problem was not verified during testing. The device was recertified and returned to the customer. Review of the device activity log does not show any critical errors that would contribute to a unit failed message in rescue mode. This report has been closed as evidence/communication supports report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.